Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had high blood glucose readings. The customer also reported issues with infusion sets. They reported that when they unraveled the paper backing on the tape, it seemed that the insertion was loose. The customer stated they were able to insert the infusion sets but their blood glucose levels kept going up. The customer¿s blood glucose level at the time of the incident was 400 mg/dl. The customer¿s current blood glucose level was 417 mg/dl. The customer treated their high blood glucose with bolus from the insulin pump. The customer¿s high blood glucose event began on (B)(6) 2027. Troubleshooting was performed. The call was disconnected in the middle of the high-pressure test. The customer called back and was able to complete the high-pressure test. The insulin pump passed the high-pressure test. The device will not be returned for analysis.